Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with and error alarm as a result of a loose drive support disk.

Event description:
It was reported that the customer's insulin had an error alarm during the manual prime process. Troubleshooting was performed. It was stated that the customer was treated with a manual injection and was feeling fine. Advised that the customer should discontinue use of the insulin pump and revert to back up plan. No further info was provided.